Event description:
When the windows-based merge application is used and the "event merge across pt's" option is used, a receiving system (for example a his or copath system) may interpret the event merge as a full pt merge. This occurs because a trigger from the lab system for the event merge across pts may be formatted exactly the same as the pt-to-pt merge trigger. This may also occur if the application interfacing code has not been modified to process the event merge across pt's trigger.

Manufacturer narrative:
(B)(6) sites have been notified via a product safety notice (psn) and a correction will be available for sunquest laboratory versions 7.1 and above. There are 0 sites that have already been corrected. Steps to reproduce the problem: in administrative data entry (roll and scroll function ad or the windows-based administrative data entry application) (ad) create six new pts and one new episode on each pt. (Patients a, b, c, d, e and f) in ad, add a second episode to pts a, b, c and d. In an order entry application (roll and scroll function re or the windows-based order entry application), place an order on episode one for all pts. In the windows- based merge application select the ¿episode merge across pts¿ merge type and merge episode one from pt a to episode one on pt b. In the windows-based merge application select the ¿episode merge across pt¿s¿ merge type and merge episode one from pt c to episode one on pt d. In the windows-based merge application select the ¿pt merge¿ merge type and merge pt e to pt f. Results: all merges will look identical to the interface and trigger a full pt merge on the his side for all of the above.